Event description:
Olympus was informed that at the end of a diagnostic colonoscopy procedure, the patient sustained a perforation of the colon. The patient was transferred from the outpatient facility to the hospital by ambulance to repair the perforated colon.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation noted minor nicks and scratches on the distal end c-cover. There were no sharp edges found on the insertion tube, bending section or distal end units, and it passed the cotton swab test. In addition, the scope was tested with a borescope/rigid telescope and found minor scratches and bumps on the biopsy channel at the bending section area. These issues are associated with normal wear and tear and did not cause or contribute to the reported event.